Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified proximal end of left circumflex artery. After dilation was performed using an unspecified balloon catheter, the 3.00mm x 16mm promus element plus stent was advanced however the device came in contact with the calcification of the lesion. It was then noted that the distal end of the stent was flared. The procedure was completed using a 3mm x 12mm promus element plus stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the stent was damaged at the distal side. Two struts were flared and pushed proximally. This type of damage is consistent with the stent meeting resistance upon advancement. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified proximal end of left circumflex artery. After dilation was performed using an unspecified balloon catheter, the 3.00mm x 16mm promus element plus stent was advanced however the device came in contact with the calcification of the lesion. It was then noted that the distal end of the stent was flared. The procedure was completed using a 3mm x 12mm promus element plus stent. No patient complications were reported and the patient's status was good.